Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was to be implanted; however interrogation prior to implant showed a monitoring voltage of 3.08 and the box label showed 3.25 volts. The device was not used and will be returned to guidant for analysis.